Event description:
It was reported to philips that the device booting sequence stalled at the startup screen. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) analysed the system remotely and confirmed that the device starts but did not proceed beyond the startup screen. Upon troubleshooting, the rse confirmed that the application of suite pc did not start up completely. To resolve the reported issue, the rse asked the customer to perform a shutdown and restart and check the operation again. After this reported issue didn¿t reoccur and the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.